Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband reservoir was not able to lock in place and customer was involved in a motorcycle accident and the insulin pump was broken, had cracks on the top of the of the reservoir and all over due to accident. Customer's blood glucose level was unknown. Customer was unsure that reservoir was able to lock in place or not. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of the  insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the reservoir was unable to lock in place .